Manufacturer narrative:
A f/u report will be submitted, once a full eval has been conducted by sigma engineering.

Event description:
On (B)(6) 2010, sigma was notified that there was a reported over-delivery of dilaudid (hydromorphone hydrochloride) that resulted in a pt injury. On (B)(6) 2010, an infusion was started at approx 9:00 am est where approx one hr into the infusion the pt was found unconscious. The infusion was stopped. The pt required medical treatment and has seemingly recovered. The pump, bag, and IV set were removed from service by the unit manager. The IV set used was a standard primary IV set. The unit manager removed the remaining fluid from the bag utilizing a syringe that measured 50 cc. The unit manager reported 39 ml cannot be accounted for.